Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead [electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip was performed. There was a cut through in the outer insulation at 23 cm from terminal pin, but it was determined to be due to the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged which resulted in loss of capture. This lead was explanted and replaced. No additional adverse patient effects were reported.